Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with noise on the ventricular lead via merlin.net transmission. Review of the episodes confirmed the lead noise on the rv sense amp and discrimination channels. Pacing inhibition and fluctuating pacing lead impedance were observed. The patient was brought into the clinic for further evaluation. The noise was not reproducible with isometrics and pocket manipulation. Some isometrics were noted in-clinic recording, but the signal was not oversensed. Lead replacement was suggested. No new events of noise were observe or recreated. The patient will continue to be monitored via merlin.net transmission.